Manufacturer narrative:
A boston scientific technical services consultant discussed programming options for the patient in relation to minute ventilation (mv) and optimization. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is extremely active and as chronotropic incompetence. The patient feels that his heart rate does not stay up and come back down too fast while exercising. No adverse patient effects were reported.